Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device failed during ventilation. A continuous alarm tone was issued. There was no injury reported.

Manufacturer narrative:
The logfile of the device has been investigated. According to the log the device carried out two restarts and shut down completely. The reason for the warm starts was a missing output voltage of the power supply. In case of a power supply outage the device is not ventilating anymore and generates an independent audible and visible alarm to inform the user. The breathing system is opened to allow spontaneous breathing. By exchange of the power supply the problem was fixed. The actual failure rate is very low, therefore no further investigation is necessary.

Event description:
Please see initial report.